Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memoryshape breast implant 420cc gel breast prosthesis that possibly ruptured post implantation. The patient reported that her right breast prosthesis may have ruptured. Additionally, it was reported that the patient may have developed right breast capsular contracture (baker grade unknown) as well. The patient reported that her doctor stated that she has too much scar tissue and it is pulling down on the muscle. Lastly, the patient¿s nipple is out of place. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).